Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.1 cm in diameter abdominal aortic aneurysm approximately 1 month ago. The aortic neck was 23-24 mm in diameter and 21 mm long. The distal aorta was 23 mm in diameter. The right iliac was 10 mm in diameter, and left iliac was 9 mm in diameter; iliacs were mildly tortuous and 5% stenosed bilaterally. The femoral arteries were 6 mm in diameter. It was reported that approximately one month post implant the patient had an acute arterial occlusion, as per a diagnostic angiogram. The patient was treated with IV heparin, which resolved the event. It was reported that there was also widening between wire components at the one month follow up. No additional details have been obtained. The occlusion was assessed to be unrelated to the device or procedure. The patient was placed on coumadin and discharged. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft occlusion).